Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Estimated date of event (reported as occurring two weeks ago). The wholey guide wire will be filed under a separate MFR number.

Event description:
It was reported that the sutures of the perclose proglide device were deployed in an unspecified vessel using a preclose technique before an unspecified procedure. Reportedly, while reinserting a .035 wholey guide wire, resistance was met. The guide wire would not advance past the proglide hemostatic valve and while removing the guide wire resistance was felt. A standard .035 j-tip guide wire was advanced successfully, but when the proglide device was removed over the j-tip wire, resistance was noted. After the index procedure was completed, hemostasis was achieved with the sutures. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.